Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings and passed all alarm testing. During the ltv final test, the ventilator had a slight non-conformance with the calculated vti average test. This slight non-conformance would not result in a failure to ventilate properly. Internal inspection did not reveal any anomalies with the ventilator. A review of the event trace did not reveal any unusual alarm conditions on the reported date of (B)(6) 2015. All event trace entries are consistent with normal ventilator operation.

Event description:
It was reported that when the patient was being moved and turned, they noticed the patient became short of breath and her lips looked blue. They thought the ventilator was not giving air to the patient and the patient was manually ventilated. They did not use the backup ventilator, but instead, called 911. One of the heater wires was determined to be out of the patient circuit. The ventilator did not alarm when the reported problem occurred. No patient harm reported.